Event description:
Patient was revised to address a vertically-malpositioned cup.**update** (B)(4) 2012- litigation papers received. In addition to a malpositioned cup, it is now alleged that the patient suffers from pain and discomfort, while general litigation discusses issues of metal on metal. The metal liner and femoral head have been reported. The doi was also provided, (B)(6) 2007.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes bv7cc1 and 2361700. A search of the complaint database search finds two additional reported incidents against lot code 2362948 since its release for distribution; however, a previous review of the device history record did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges loosening of cup. Added age, law firm, revision surgeon, hospital, lawyer, manufactured and expiration date of ips. Doi: (B)(6) 2007; dor: (B)(6) 2012; (left hip).